Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported failure of the scope showing no image/poor image quality during set up was confirmed. In addition, the following malfunctions were identified during the device evaluation: due to deformation of plug unit, a noise image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a no image. This issue occurred during set up for use. There were no reports of patient involvement.